Event description:
It was reported that the tip of the drill was broken during surgery. The surgeon noticed the particle from x-ray, so on the same day removal operation of the drill particle was performed.

Manufacturer narrative:
Investigation in progress but not yet complete.